Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient's scs system's patient controller (pc) displayed the "replace generator soon" message. The patient contacted technical services (ts) and the pc software was updated to the latest version and the message cleared. Therapy was accessed and the issue was resolved.